Event description:
It was reported that during a device replacement due to normal elective replacement indicator (eri), the right atrial (ra) lead was unable to be removed from the device header after removing the set screw. The physician was able to detach the ra lead by breaking the header of the device. The device was explanted and the ra lead remains implanted, in use with the replacement device. The patient was in stable condition.